Event description:
The facility stated they implanted a cc4204bf plate collamer lens. The lens was removed due to it being torn. The injector and cartridge model and lot number were not specified by the facility. No other information has been forthcoming from the user facility.